Manufacturer narrative:
Corrections: b1: adverse event or product problem, h1: type of reportable event, f10: health effect - clinical codes, f10: health effect - impact codes, and f10: medical device problem codes. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker responded that peri-guard tore when applied in two patients during pericardial closure and/or intracardiac repair. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.